Event description:
It was reported that a spectrum pump was alarming for "door not fully latched." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "door not fully latched" messages were confirmed. These error messages were caused by a loose link screw. The condition was eliminated during eval by adjusting the screw. The link screws were replaced.